Event description:
Event description guidant received information that this reliance lead has been removed from service due to high pacing thresholds. They found the lead had migrated across the wall of the heart to the ventricle.